Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash concentrate canister in the unicel dxc 600 synchron system was overflowing. Customer reported that the blue top cover was crusted with white residue. Customer reported that erroneous results were not generated. Customer reported that there was no adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a bubble leak on the top of the canister. The fse cleaned off and replaced the float switch assembly. The fse verified that there were no more leaks and the controls passed.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07684. Bec identifier for this complaint is (B)(4).